Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient family member indicated that patient is conditioned by device "which has done a great job for him in the past", stating when they felt an urge to go, they have a "5 minute window" to get to the restroom. Caller stated he was trying to use pp to ensure stim was off so patient was not "getting signals from the device. When caller tried using pp, screen showed doctor and what caller thought may be (power on reset) por code. Caller was redirected to healthcare provider for assistance clearing the por (power on reset).the patient indicator for use were for gastrointestinal/pelvic floor. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: (B)(4) do not apply to this event. If information is provided in the future, a supplemental report will be issued.